Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump kept alarming no delivery during bolus deliveries. The patient's blood glucose at the time of incident is unknown. However, the patient's blood glucose during the phone call was in the 400 mg/dl range. The no delivery alarms recur despite complete set changes. The insulin pump will be returned for analysis.